Event description:
The customer contact inability to regulate flow resulting in the pt receiving more medication than intended. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, the secondary tubing set was connected to the primary tubing set for a piggyback delivery of 4 grams of magnesium sulfate. The secondary solution was to be delivered at a dose of 1gram/hr, at an unspecified rate, for a duration of 4 hrs, via a sigma pump, and the deliveries were started. The customer contact reported that during the delivery, the cair clamp on the secondary tubing set was to be used to regulate the flow of the magnesium sulfate. After an unspecified length of time in use, the nurse noted that the secondary solution container was empty. It was reported that the magnesium sulfate had delivered in 29 minutes instead of the intended 4 hrs. The physician was notified. The tubing sets and the pump was replaced and the therapy resumed. A magnesium serum level was drawn and was reported as "did not rise drastically". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4), (B) (4).